Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the left ventricular lead, the lead could not be inserted past the implanting catheter. The lead was not implanted. A replacement lead was successfully implanted.